Manufacturer narrative:
A siemens customer service engineer (cse) was sent to the customer's site for instrument inspection the week prior. The cse performed a total service call and found no system issues. The customer's quality control results were acceptable at the time of the event. Based on the information provided, the cause for the confirmed (B)(6) result is unknown, and may have been attributed to sample contamination. No conclusion can be drawn. The (B)(6) instruction for use (IFU) under the limitation section states the following: "for diagnostic purposes, the advia centaur (B)(6) test results should always be assessed in conjunction with the patient's medical history, clinical examination, and other findings." The (B)(6) confirmatory instruction for use (IFU) under the interpretation of results section states the following: "for diagnostic purposes and to differentiate between acute and chronic (B)(6) infection, the detection of (B)(6) should be correlated with patient clinical information and other (B)(6) serological markers." The instrument is performing within specifications.

Event description:
A (B)(6) advia centaur xp (B)(6) result was obtained on a patient sample, and confirmed with advia centaur (B)(6) xp confirmatory testing. The confirmed reactive result was considered discordant compared to (B)(6) repeat results run on four different sample aliquot tubes. There was one sample aliquot with the same reference number that resulted (B)(6). One of the sample aliquots was sent to a reference laboratory, and tested in their pcr laboratory. The (B)(6) results were non-reactive for both. A (B)(6) result was reported by the customer. There was no known report of patient treatment being prescribed or altered and no report of adverse health consequences due to the confirmed reactive advia centaur xp (B)(6) confirmatory result.